Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06294. It was reported that the patient presented in clinic with pectoral stimulation. It was observed that output was high and polarity switch to unipolar pacing mode had occurred on the implantable cardioverter defibrillator (ICD). A single low right ventricular pacing lead impedance was also observed. Programming changes to address the high output in bipolar mode were made. Provocative testing in bipolar mode revealed normal pacing impedance on the right ventricular lead. The patient was to be monitored and was stable.